Manufacturer narrative:
The device was returned for investigation. Smiths tampered seal label was intact; screen was cracked. Event log was not checked due to technical issues. A functional test was performed. The reported failure was replicated. The root cause of the event is attributed to the back-up capacitor. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device beeps continuously beeping. No patient injury was reported.